Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp unit and was unable to reproduce the reported issue. The error log showed nothing unusual for the iabp unit. The fse performed all functional and safety checks to meet factory specifications. The iabp passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported during use on patient that the cs300 intra-aortic balloon pump (iabp) had a leak in iab circuit alarm. No patient injury or adverse event was reported.